Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that she experienced a blood glucose (bg) of 480 mg/dl with nausea and leg aches. Patient reported that (B)(6). Customer support reviewed the pump with the patient. The patient stated that the pump history showed five occlusion alarms over the last 4 hours which reportedly occurred at random during basal delivery. She reported that when she went to re-prime the pump, it emitted a call service alarm. Customer support walked the patient through changing the cartridge and tubing and the call service alarm was cleared. The patient later reported that her bg resolved to 168 mg/dl at bedtime. This report is made because the patient experienced hyperglycemia due to inadequate response to pump alarms.